Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while injecting the viscoelastics healon into the patient's eye, fibres were noticed coming out of the syringe. Additional information was received and it was learnt that there was no patient injury and the surgery was completed successfully. No further information was provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported issue was not verified. Visual inspection on retained products was performed. Thirty-five (35) samples were investigated. No visible defects were found on the package, cannula or solution. The solution was clear and colorless (inspected by the naked eye). All components were included in the product, without defects. No visible defects on the product box. The printing on the carton and labels are correct. A deeper visual inspection of the solution has also been conducted. A visual inspection of 35 healon 0.85 ml retain products was performed. An olympus stereomicroscope was used for the visual inspection. The products were inspected for glass particles on the blue rubber plungers, glass particles in the product solutions, and fibers in the solutions. The results of the visual inspection indicate that all 35 retain samples were approved. This means that there were no glass particles observed on the blue rubber plungers or in the healon solutions and that there were no fibers in the solutions which could have resulted in the customer¿s observation. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this lot number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.